Event description:
It was reported that a "serious error" was displayed when the programmer was turned on. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer has an error at startup and will not boot. Analysis also found the system fan and power supply are noisy. Lower case is worn. Concomitant product: 229047 analyzer. (B)(4).